Manufacturer narrative:
The insulin pump passed the displacement test, self-test and unexpected error test. The pump alarmed motor error during basic occlusion test due to faulty force sensor system. The pump was unable to perform prime, occlusion test and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. All operating currents are within specification. No cosmetic damage was noted.

Event description:
The customer's husband reported via phone call of a motor error and a recertified replacement pump. The customer's blood glucose reading was 181 mg/dl. The husband stated that they ordered a new pump and they received a recertified replacement pump. The customer will be sent a new pump.